Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level (bg) was approximately 300mg/dl. Reportedly, the customer performed their own troubleshooting prior to contact tandem technical support and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. A supply change was performed resolving the occlusion alarms.